Manufacturer narrative:
Evaluated two open/used reservoirs and checked o-rings/stoppers groove for anomalies none were found. Ran basal bolus leaking test per dop114-811 as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into a paradigm pump. Conclusion: reservoir no air bubbles and not occluded anomalies. Also, inspected reservoir¿s snap-cap width dimensions per dop114-811 and d6014595, also using a new lab infusion set connected. Reservoirs easy to connect/lock/release properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 11 mmol/l at the time of the incident. The reservoir will not be returned for analysis.